Event description:
It was reported that during procedure when testing there is a leak in cuff, tried the refill the cuff 3 times but still there was leak. 5 ml syringe was used to fill the cuff. The procedure was completed by back up products. There was no patient injury.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: visually, there was no damage in the construction of the device. There was a yellowish-brown residue on the outside diameter of the cuff balloon. Functionally, a syringe was used to inject 15cc or air into the cuff and there were no issues during inflation or deflation. The cuff was re-inflated and deflated multiple times and no leaks were observed. For further analysis, a leak test was performed by submerging the device in water and no bubbles (leakage) were observed. No leaks were observed while manipulating the cuff and pilot balloons. In the returned condition, there was no out of specification condition that was related to the complaint. H6: codes are updated. Previously submitted fdm: b21 fdr: c21 fdc: d16 are no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.